Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported that after releasing the x-ray on switch, the system appears to make x-rays, even though it is not. No patient injury was reported.